Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was clogged the following information was received by the initial reporter with the following verbatim: filter used for mannitol IV infusions is occluding during infusion when approximately half the amount has infused. They have seen this 10 times over the past 3 months. Filter is bd 20027e 0.2 micron low protein. They removed the occluded filter, primed a new one then continued infusing reaming mannitol.

Manufacturer narrative:
Investigation results: it was reported that there was flow issues. Three photos were taken by the customer of the packaging and sample but does not confirm the failure mode. Due to no sample being received, an investigation can not be performed and a root cause could not be determined. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.